Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted that the helix was retracted and there was blood in the helix housing. The electrode tip and helix are intact and show no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-rays were taken of the lead and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that on the same day that this right ventricular (rv) lead was implanted, the lead exhibited pacing threshold measurements above 5.0 volts. The physician suspected that the lead had malfunctioned. A revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.